Event description:
The customer contact reported during testing at the user facility, it was found the stop key did not respond intermittently when pressed. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device has been received. Testing has not been completed. This report represents all the information known by the reporter upon query by hospira personnel.